Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via e-mail), only the cause of death was learned. A copy of the operative report was requested, but not received. However, it was learned that there is no english version of the operative report. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.50 months. No further details were initially reported. However, through follow-up with the health-care provider, it was learned that the cause of death was: rupture of the descending thoracic aortic aneurysm.